Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced a bad reaction at the sensor insertion site on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the sensor fell off today and there was a bright red, itchy rash. Patient's mother treats the affected area with over the counter (otc) benadryl. Patient's mother reported that patient's physician suggested that the patient refrain from using mastisol and to try skin-tac. Patient's mother does not recall the date of medical intervention. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).